Event description:
Customer reported that the insulin pump was cracked and that a piece of the casing had broken off by the battery compartment. The blood glucose reading was not known. She stated that the insulin pump had not been dropped. Nothing further was reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.